Manufacturer narrative:
(B)(4). Seven actual samples were received for evaluation with open packages. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was verified in 4 units of the 7 units evaluated. The reported condition was not verified in 3 of the 7 units. In 1 unit the foam was partially outside of the cap and in 2 units the foam was inside of the cap. The root cause of the defect is that the foams were irregular in its shape, some were round, triangle or incomplete, the standard foam is a perfect pail. These foams were supplied by a third party. A new supplier foam was validated and is being used. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge separated from seven (7) minicap¿s. This event was observed during setup and the caps were not used. There was no patient injury or medical intervention associated with this event. No additional information is available.